Event description:
It was reported that a patient underwent spinal balloon kyphoplasty procedure to treat a vertebral compression fracture. Intra-operatively, one of the balloons ruptured during inflation, when inflated to 2cc, under 300psi. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.